Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a charge time of 30 seconds. It was reported that the charge time had been 24 seconds approximately four months earlier. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was planned for a later date. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was retained by the clinic and will be returned when available. Should additional information become available this report will be updated.